Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The implant was not returned for evaluation. No visual or functional examination could be performed. However x-rays were provided, allowing limited visual examination which unconfirmed the migration/expulsion of the implant from the disc space. The anterior osteophytes resorbed, causing it to look like implants migrated anteriorly. However, the posterior ends of the plates all appear to be in the same position in both x-rays from day of surgery and 6 months post-op. By examining the x-rays from the day of surgery, it is evident that the bottom plate for both implants sticks out beyond the anterior portion of the lower vertebral body indicating that the wrong size implant (too long) was chosen. Therefore, the complaint is unconfirmed for the implant migrating. However, the complaint is confirmed for the implant for wrong implant size selected. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. There was one non-conformance associated with this lot for a labeling issue. However, all other characteristics inspected upon initial receipt were found conforming to specifications. The cause was determined to be user error. The surgeon selected an implant size too long for the disc space. The bottom plates stick out beyond the anterior portion of the lower vertebral body in the x-rays from day of surgery.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device from levels c5-6 and c6-7 in order to address postoperative device migration which caused pain. A fusion construct was added in their place. This is report two of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a mobi-c device from levels c5-6 and c6-7 in order to address postoperative device migration which caused pain. A fusion construct was added in their place. This is report two of two for this event.